Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil would not advance at all past its initial position within its introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.